Manufacturer narrative:
Concomitant medical products: erbe generator. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instruct the user to "securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit." An insecure connection could contribute to difficulty with current application. The instructions for use instruct the user to "inspect active cord. Cord must be free of kinks, bends, breaks and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." Instructions for use states: "fully retract and extend snare to confirm smooth operation of device. Note: if using an acusnare, slide adjustable marker, located in handle, to establish a reference point indicating full retraction of snare into sheath and to set up reference points for establishing thickness of tissue being excised." Instructions for use instruct the user to "advance snare wire out of sheath and position it around polyp to be removed. Warning: when applying current, tissue must be isolated from surrounding mucosa. Failure to isolate tissue may cause fulguration of normal mucosa and/or perforation. Contact of snare wire with endoscope during electrosurgery may cause grounding, which could result in injury to patient and/or operator as well as damage to endoscope and/or snare wire." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Concomitant medical products: erbe generator. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instruct the user to "securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit." An insecure connection could contribute to difficulty with current application. The instructions for use instruct the user to "inspect active cord. Cord must be free of kinks, bends, breaks and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." Instructions for use states: "fully retract and extend snare to confirm smooth operation of device. Note: if using an acusnare, slide adjustable marker, located in handle, to establish a reference point indicating full retraction of snare into sheath and to set up reference points for establishing thickness of tissue being excised." Instructions for use instruct the user to "advance snare wire out of sheath and position it around polyp to be removed. Warning: when applying current, tissue must be isolated from surrounding mucosa. Failure to isolate tissue may cause fulguration of normal mucosa and/or perforation. Contact of snare wire with endoscope during electrosurgery may cause grounding, which could result in injury to patient and/or operator as well as damage to endoscope and/or snare wire." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure the physician used three (3) cook acusnare polypectomy snare. The snares were twisted and deformed after one opening and closure and did not cut all the way through the polyp. The following clarification was received, (B)(4) 2016 "spoke to the customer again and we misunderstood. He thinks its not the current why the snare didn't cut all the way through the polyp but the fact that it didn't close properly. Sorry for the confusion."

Manufacturer narrative:
Concomitant product: erbe generator. Investigation evaluation: our laboratory evaluation of the products said to be involved could not confirm the report as it was described. All twelve (12) returned devices were tested during a functional test. An active cord was connected easily to each device and they each remained securely connected. The continuity from the electrical pin to the snare head was tested with an ohm meter and passed. Each device was connected to a valley lab generator and power was applied. Each snare cut the simulated tissue as expected. A functional test on each device was performed: device 1 (used): the first used device advanced and retracted prior to putting the device down an endoscope, however when the device was put through an endoscope and put in a tortuous path, resistance was felt when retracting the device back into the sheath. There were several kinks throughout the device and the snare head was misshaped. The snare head being misshaped could have contributed to the resistance felt when retracting the device back into the sheath during the functional test with an endoscope. Device 2 (used): the second used device advanced and retracted as intended. Additional testing was performed with the device advanced through an olympus endoscope and put in a tortuous path. The snare head advanced and retracted with no resistance felt. The shape of the snare head was formed and in the correct duck bill shape. During a visual observation the snare head appeared to have been cauterized. Device 3 (used): the third used device advanced and retracted as intended. Additional testing was performed with the device advanced through an olympus endoscope and put in a tortuous path. The snare head advanced and retracted with no resistance felt. The snare head was slightly misshaped. During a visual observation the snare head appeared to have been cauterized. Unused devices (9 sealed devices): all nine devices that were returned advanced and retracted as intended. No kinks in the drive wire or the sheath was observed. All nine snare heads formed a duck bill shape as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instruct the user to "securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit." An insecure connection could contribute to difficulty with current application. The instructions for use instruct the user to "inspect active cord. Cord must be free of kinks, bends, breaks and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." The instructions for use state: "fully retract and extend snare to confirm smooth operation of device. Note: if using an acusnare, slide adjustable marker, located in handle, to establish a reference point indicating full retraction of snare into sheath and to set up reference points for establishing thickness of tissue being excised." The instructions for use instruct the user to "advance snare wire out of sheath and position it around polyp to be removed. Warning: when applying current, tissue must be isolated from surrounding mucosa. Failure to isolate tissue may cause fulguration of normal mucosa and/or perforation. Contact of snare wire with endoscope during electrosurgery may cause grounding, which could result in injury to patient and/or operator as well as damage to endoscope and/or snare wire." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.